Manufacturer narrative:
Device evaluation: one smiths medical portex endotracheal tube was returned for analysis in used condition. Visual inspection showed no discrepancies. Functional testing involved inflating the cuff using a syringe and submerging it under water in order to detect any leakage. Leakage was observed between the valve and the pilot balloon. The investigation determined possible, but unconfirmed, sources of the reported issue to be that solvent was missing between the pilot balloon and valve and lack of detection by production personnel. The complaint allegation was confirmed.

Event description:
Information was received indicating that leakage of air occurred to a smiths medical portex® endotracheal tube during an or case. It was reported that a pressure gauge was frequently used during the case to inflate the cuff. Following removal from the patient, it was found that air had leaked from the part where the pilot balloon and inflation line are bonded. There were no reported adverse patient effects.